Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that prior to surgery, it was noted that there were 2 broken burs inside 2 attachments. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that prior to surgery, it was noted that there were 2 broken burs inside 2 attachments. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.